Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow-up in clinic, several high ventricular rate and ventricular noise reversion episodes due to ventricular lead noise was observed. Physician decided to continue to monitor the lead as all lead parameters were stable. The patient was completely asymptomatic to the episodes and remained well.